Event description:
Healthcare professional called to report a left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6 lab analysis summary: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as fold flaw as per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional, called to report a left side rupture. Device was explanted and replaced.